Event description:
During treatment, couch table motions jumped during setup, all four couch motions jumped approximately one cm or less. This occurred after pressing auto, then enter, for automatic field setup. Pendant displayed an error. No injury was reported.

Manufacturer narrative:
The initial information did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Add'l follow-up to this MDR is expected. (B)(4).